Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over three (3) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, regarding the residual liquid in the biopsy channel; the user sent the device to olympus without completing reprocessing. Regarding the plastic distal end being burnt, although the root cause could not be specified, olympus presumed the event occurs when high-energy endotherapy accessories (high frequency, apc probe, laser) are used without ensuring a sufficient distance from distal end. The event can be prevented and detected by following the instructions for use which state: "IFU states detection method in olympus gif-1th190 operation manual chapter 3 preparation and inspection. IFU states preventive measures in olympus gif-1th190 reprocessing manual chapter 5 reprocessing the endoscope. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Operation manual_ using endotherapy accessories_ high-frequency cauterization treatment. Warning:never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result." Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material coming out of the channel tube. It was also observed that the distal end cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.